Manufacturer narrative:
The ipg was not returned for evaluation. Additionally, stimulation settings were are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient's ipg was inoperable and the patient was not getting therapy. Troubleshooting was attempted, but the ipg would not communicate with external devices. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.